Event description:
The facility reported an infusion pump with battery fully charged, but not working. The event was reported to have occurred during biomed testing. According to the hosp rep, no pt injury or need for medical intervention had been reported. No add'l info was available.